Event description:
During a surgical procedure, the surgeon used a grasping forceps type instrument to remove tissue from the permanent cautery hook instrument and continued the case. During an instrument exchange, it was noticed that a plastic piece was missing from the permanent cautery hook instrument. The doctor retrieved and removed the plastic fragment from the pt. The case was completed with no pt injury or adverse event. No additional surgical procedure was required.